Event description:
The colonovideoscope tested positive for 10-100 colony forming units (cfu) of pseudomonas aeruginosa. The samples were from endoscope washings.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; g3; h2; h3; h4; h6 and h11. Corrected field: b5. The culture test results from a third-party institution provided by the customer: sampling date: (B)(6) 2025, sampling from: endoscope washings, cfu: 10-100 colony forming units (cfu), bacterial identification: pseudomonas aeruginosa. The culture test results from a third-party institution conducted by olympus had no growth. Based on the provided data, no correlation was found between the actual product device condition and the contamination source. Based on the customer's hygiene microbiological investigation (hmi) results, a water quality audit is necessary. After reprocessing by olympus, the hmi results could not confirm the customer's findings, and no microbial growth was detected. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <1 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.